Event description:
I am using the date I first learned that an oral surgeon had performed a nose-job on me. This is not my chief complaint, however. I have had stock-christensen -tmj implants, inc- placed into my joint spaces, bilaterally, approximately 12 years ago. When I first awoke from surgery, dr had told me that I would need open -joint surgeries yet again because he could only get 2 screws to hold the fossa into the right space and only one screw on the left.. And, he left me this way, according to the packaging that comes along with these prostheses, this was certainly not sufficient to hold the fossae in the joint spaces. Dr widner did speak with me about the next surgery, cranial flaps to reseat the joints, but then abandoned me as his pt. In my state, oral surgeons are only required to follow their pts for 2 years and, coincidentally, the legal statute of limitations expires at 2 years. Hmm. He did not give me any reasonable referrals to any surgeons in my city or the area. So, because of the problems he created for me, I have been in terrible pain and am disabled, permanently, due to chronic, intractable pain. Now, last month, I went to see another surgeon, in another city, to discuss replacing my jaw joints. At this visit, I was asked when I had my nose "done." Well, I have never given consent to anyone to "do" my nose. When dr has brought this up at the time of surgery, I absolutely refused this procedure. Since he also performed orthognathic surgery and insisted on placing a chin-implant in -metal, stair-step-, I was unable to see the rhinoplasty..; my face is so different that my own mother and father did not recognize me after this surgery. I did not know that my nose was veering to the left and it's obvious that my septum is seriously deviated. I cannot breathe through my nose and have to press down on it to take in air at night. Also, I had surgery to remove a thyroid tumor and 1/2 of my thyroid; at this time, I asked the general surgeon to intubate through the right nare, having no idea that there was a metal plate there! Because of this, I lost so much blood in a 45-minute surgery that I had to be given transfusions. Following this surgery, I bled for many days. I only saw the plate behind my nose, on x-ray, about 2 months ago. However, I had no idea it meant that dr had specifically gone against my wishes in performing this rhinoplasty.. And a bad nose-job, at that! I have nothing against robert christensen or his prostheses and feel that, if they had been implanted properly, I would not be in the situation I am now. I am unable to eat much of the time, have vertigo, nausea and vomiting, tinnitus and general malaise since dr injured and assaulted me. I have seen a couple of surgeons who both confirmed that these joints need to be explanted and replaced with patient-specific devices. I would opt for the all-metal christensen devices as I have multiple allergies to "plastics" and, dr christensen has been extremely helpful in my finding a new surgeon and seems genuinely concerned by what has happened in my case. Regarding the rhinoplasty, I will need to have this performed in order that I can have the tmj surgeries necessary as it will be impossible to intubate or place an ng tube into my right nare without the removal of the plate, which should not have been put in there, in the first place. I guess this is why dr told me, many times, to not attempt to blow my nose... He was never up-front with me as, again, I had never okayed this procedure.